Event description:
A pt reported blood glucose results of "13.0 mmol/l" with a lifescan meter and "6.0 mmol/l" on a laboratory device. Although the pt could not recall the time between the tests, co willassume it was 30 minutes or less. Between the tests there was no intervention that would be expected to change the blood glucose.